Event description:
Scissors broke as the surgeon was cutting the skin.

Manufacturer narrative:
The investigation shows that the failure was caused by insufficient cleaning and maintenance leading to pitting corrosion, stress crack corrosion and the breakage of the instrument. Furthermore, the fractured surface which shows a forced rupture mode takes the largest part of the surface which leads to inappropriate forces during application. Indications for material or manufacturing related problems were not found in this investigation. Based on the statistical evaluation, no indication was found for any device related issue.